Event description:
The customer reported, there were mixed-up images and the system was slow to recall the images. Also it will not save images. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep suspected, there was a corrupt hard drive. He formatted the hard drive and reloaded the (B) (4) software and calibration files. The system is now operating as intended.